Event description:
"During tubal clipping, a rubber portion of the black rubber of the trocar was found to be missing. The piece could not be located and retrieved."

Manufacturer narrative:
Product and cer were not submitted to manufacture. Several attempts were made to obtain photos, but were not received. In the absence of this subject device, it is not possible to determine the cause and failure mode. We have reviewed the device history record of this device, and found no deviations or discrepancies in our standard manufacturing and testing procedures. As a result, we are concluding our investigation and closing this incident file. This represents our initial and final report.